Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, did not confirm the report of thrombus. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with (B)(6) could not be conclusively established. It was reported that the patient underwent a pump exchange on (B)(6) 2020. Pump was returned assembled with the driveline severed approximately 3¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 9¿ and 26.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port; however, the flex section was severed in half. The apical sewing ring was secured to the distal end of the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port, and a leur lock cap was observed on the distal end. The outflow graft attachment and the sealed outflow bend relief collar were returned unattached from the device. The bend relief was not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported events. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump exchanges were reported under MFR. Report #2916596-2019-00617 and 2916596-2019-02873. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted with clinical signs of thrombus. It was later reported that the patient was scheduled for a pump exchange in hope that it would be more tolerant of her propensity to thrombose pumps. There were no changes to anticoagulation that contributed. The patient was therapeutic on coumadin, persantine, and brillinta. She was unable to take acetylsalicylic acid (asa). Pump parameters appeared to be within normal limits. Outside lactate dehydrogenase (ldh) from out-patient lab on (B)(6) 2020 was elevated at 704 u/l. Patient is known to be thrombotic and has clotted off several pumps. She was admitted (B)(6) 2020 and placed on a bivalirudin drip to treat the thrombus. Her ldh peaked at 900 u/l on (B)(6) 2020. She had hematuria on admission that cleared with bivalirudin treatment. This was the patient's third pump that has clotted off in less than 2 years despite appropriate anticoagulation. The patient had hematuria, but no overt shortness of breath or heart failure symptoms. She had an heartmate ii (hmii) to hm3 pump exchange/upgrade on (B)(6) 2020. She was still admitted and care was ongoing.